Event description:
It was reported that unspecified transmitter error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss over one hour was found within in the investigation window. The probable cause was determined to be signal loss due to a defective transmitter. The reported event of unspecified transmitter error is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.